Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the elecsys anti-hcv ii assay performed within specifications. A review of the data confirmed that the initial and repeat testing on the cobas e 411 analyzer produced reactive results of 100 coi, 100.6 coi, and 102.1 coi. Confirmatory testing, including pcr and fujirebio innolia blot, yielded negative results, indicating a sample-specific discrepancy. False reactive results may occur with this assay due to its specificity. The root cause was attributed to a sample-specific discrepancy. Confirmatory testing was performed as recommended in the assay's method sheet, and the results should be interpreted in conjunction with the patient¿s medical history, clinical examination, and other findings.

Event description:
The initial reporter alleged a discrepant reactive result for one patient sample tested with the elecsys anti-hcv ii assay on a cobas e 411 analyzer. On (B)(6) 2024, the elecsys anti-hcv ii assay generated a result of 100 coi (reactive). Additional testing included a chemiluminescent enzyme immunoassay (cleia), which was negative, and polymerase chain reaction (pcr) for hepatitis c virus (hcv), which was also negative. The sample was re-tested on the cobas e 411 analyzer using the elecsys anti-hcv ii assay, yielding results of 100.6 coi and 102.1 coi, both reactive. Further confirmatory testing with the fujirebio innolia blot was negative.